Event description:
A hospital reported an event where during dialysis treatment, the blood chamber (adapter) had come loose. The adapter had been tightened prior to use. It was reported that no electrophysiology procedure was done or attempted.

Manufacturer narrative:
From the description given by user facility, it appears that the facility did not adhere to the instructions provided with blood chamber requiring technicians to check the blood chamber connections throughout the dialysis treatment. Rep was contacted concerning the incidence. We discussed the proper way to connect blood chambers to dialysis blood lines and the dialyzer. An email was sent on may 5, 2008 at request reiterating the instructions given over the phone.